Event description:
It was reported that during a scheduled retrieval of a filter, it was discovered the filter had migrated caudally, tilted 45 degrees, and had two detached components. The filter was implanted prophylactically for a trauma pt and had been implanted for almost 11 months. The cavagram showed one component in the right renal vein and the other one in the right pulmonary artery. The pt is asymptomatic. The filter was removed, but the detached components remain in the pt.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The filter was not returned for evaluation to date. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unk. The current IFU (info for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter, however, have been reported without any adverse clinical sequelae. The removal of this filter is considered to be an off label use of this device. The current IFU (info for use) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.